Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low level failures), unexpected battery power loss, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and confirmed customer received the reported issue replace battery alert/ replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Customer was advised to discontinue using the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit was successfully downloaded using thump software. Unit passed the self test, active current test, sleep current test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 10/16/2024 14:45:00.000. Failed batt test recorded on 10/29/2024 at 18:56:28.000 until 18:57:48.000. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump error 63 (variable 21, file= 632 and line=5768) confirmed in pump history files on 10/29/2024 at 18:56:25.000. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the rf chip. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Test p-cap locked into reservoir tube successfully. The following were noted during visual inspection: scratched case. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss and charge/battery lasts less than expected were not confirmed. Pump error 63 did not occur during testing. However, pump error 63 was confirmed in the history files due to hardware issue. Problem isolated to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.